Manufacturer narrative:
The device was returned to olympus for inspection. A root cause for the reported events could not be identified. Based on the results of the investigation, the most likely causes were also not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited a gap between the acoustic lens and ultrasound probe, the acoustic lens was damaged, and the adhesive around the light guide lens was peeled. There was no patient involvement.